Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. History record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip revision approximately four years post-implantation due to pain/femur fracture and loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Unknown date in (B)(6) 2015. Concomitant medical products: 11-173661, m2a 38mm mod hd -3mm nk, 603760, 15-106056, m2a-38 cup non flared sz 56mm, 952330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01728, 0001825034 - 2018 - 01727.

Event description:
It was reported that the patient underwent hip revision approximately four years post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable.